Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles in the surface of the shell, opening, broken plug strap, crease fold. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify broken sharp in the plug strap edge and a striated edge opening, consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on plug strap assessed to an unidentified (tear) opening. A striated edge opening on anterior side assessed as surgical damage.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted.